Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer's blood glucose level was 541 mg/dl. The customer was treated with manual injections. The customer also reported the infusion set flow block and denied for the troubleshooting. The insulin pump will not be and infusion set will be returned for the analysis.